Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. Customer stated display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within specification. Insulin pump passed selftest and displacement test. Insulin pump was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly.